Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, serial# unknown, implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID neu_ins_stimulator, serial# unknown, implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3387s-40, lot# v712879, implanted: (B)(6) 2011, product type: lead; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2005, product type: lead; product ID neu_unknown_ext, serial# unknown, implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
Additional information received reported the patient had a return of symptoms and was having recurrent severe dystonia. The healthcare professional (hcp) stated they were at the top of the charge density warning and they wondered if they could go higher. The hcp was to increase the rate to see if that helped the patient¿s dystonia. The patient was programmed to c+, 1- at 4.2v, 210 pulse width, and a rate of 185. Therapy impedances for the right side were 1166 ohms and 1092 ohms for the left side. The right implantable neurostimulator (ins) longevity was calculated to be 13 months. The left ins longevity was calculated to be 12.6 months. The ins was at 2.8v.

Event description:
It was reported that the patient had a return of dystonia symptoms, recurrent bad dystonia and it looked like he had a loss of stimulation. About a month prior to the date of this report and on monday prior to the date of this report the healthcare professional (hcp) had found high impedance on the right system on some contacts. Also, on monday high impedances were found on the left side. Impedances for the left side were c/0-3803, 0/2-4187, 0/3-4883 and 1194ohms programmed at c-1, 3.4v, 210pw, 185hz. Right side was c/0, c/2, c/c and 0/3 were all out of range, therapy impedance was 1112 programmed at c-1 and electrode 0/2 were high a month prior to the date of this report. The last impedance check on (B)(6) 2014 at the default setting had readings of c/0-4744, c/1-1158, c/2-1263, c/3-874, 0/1-2771, 0/2-3965, 0/3-4073, 1/2-1390, 1/3-1174 and 2/3-1343 ohms. Programmed at c+1-, 3.5v, 210pw, and 185hz with therapy impedance of 1098 ohms. The patient had grown about a foot so there were mechanical issues with the deep brain stimulator. Increased dystonia had started about a week prior to the date of this report. The hcp had turned up parameters from 3.4v to 3.5v and the patient had seemed better. The patient was seen on monday prior to the date of this report and was doing better but had the recurrent dystonia. It was noted that the patient¿s dystonia was a little ipsilateral so it was hard to determine which side was worse and they thought because of the dystonia the patient was probably pulling on the system a lot. The patient was doing much better and had an appointment scheduled for monday (B)(6) 2014. The patient was responding well to the current setting. Right side was doing fine.